Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be induced during a defibrillation threshold (dft) test at implant. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient was started on sotalol and brought back in for additional dft testing which was unsuccessful twice. This electrode and s-ICD were explanted and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode exhibited high dft and non conversion. The physician requested analysis of this electrode, which is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be induced during a defibrillation threshold (dft) test at implant. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient was started on sotalol and brought back in for additional dft testing which was unsuccessful twice. This electrode and s-ICD were explanted and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 345mm from the terminal end. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that the patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be induced during a defibrillation threshold (dft) test at implant. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient was started on sotalol and brought back in for additional dft testing which was unsuccessful twice. This electrode and s-ICD were explanted and a transvenous system was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode exhibited high dft and non conversion. The physician requested analysis of this electrode, which is expected to be returned.